Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) and a prolapsed posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the leaflets. During deployment, when the harness was detached, the clip opened to approximately 10-15 degrees. An additional clip was implanted to further reduce the mr. The procedure was discontinued, the final mr was reduced to grade 2. There were no adverse patient effects or clinically significant delays reported.